Event description:
Nurse reported that customer had blood glucose of 594 mg/dl. It was reported that bolus wizard gave a different amount of insulin than what it was programmed to give. Company representative was not able to communicate with parents in order to troubleshoot. Customer's blood glucose was lowered to 330 mg/dl.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.